Event description:
Boston scientific received information that this right atrial (ra) lead dislodged after a mitra-clip procedure. Prior to the procedure the lead measurements were normal and afterwards the measurements were no longer acceptable therefore, this patient underwent a revision procedure and this product was explant. This product is not available for return. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.